Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was found that the rod bolt connectors slid off bilaterally and cephalad to the lowest screws in the construct. No additional patient info is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.